Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case logs indicated that the software detected and alerted the user of excessive force present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. Additionally, investigating the pre-operative scan showed that the scan appeared with low quality with artifact from hardware in certain slices, which can make it difficult for the software to identify patient anatomy such as pedicles and endplates. The description provided of the event revealed that it was only the l5-l implant that was misplaced. A single misplaced implant often corresponds to skiving, as the registration remains intact for the remaining implants to be placed to plan. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. Cause of the reported issue can be traced to user technique.

Event description:
It was reported that implants using the excelsius gps system were misplaced intra-operatively and then removed and replaced.